Event description:
The patient reported "my battery is low and needs to be replaced already." Patient alert has been sounding. Follow-up with the clinician determined device had early battery depletion. Explant of the device is planned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis of the device revealed normal battery depletion.

Event description:
The patient reported "my battery is low and needs to be replaced already." Patient alert has been sounding. Follow-up with the clinician determined device had early battery depletion. It was subsequently reported that the device was explanted. No patient complications were reported as a result of this event.